Event description:
It was reported that on an unknown date the surgeon noticed too much plantarflexion of the capital fragment on many cases. Two (2) points of fixation would really solve this. On many patients, the head of the stem is irritating and therefore needs roh after the osteotomy has healed. Patient consequence was irritation. This report is for one (1) minibunion drill kit with osteotome- sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation..h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: photo investigation:the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo device.visual analysis of the photo revealed that the x-ray shown a minibunion drill kit with osteotome- sterile had no signs of issue or defect.as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was not confirmed for minibunion drill kit with osteotome- sterile. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.